Event description:
It was reported by the customer that the pyxis medstation es system station new device is not establishing communication and is currently offline in the remote support service. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station's new device was not communicating and went currently offline. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system station new device is not establishing communication and is currently offline in the remote support service. No further information was released regarding the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that new device is not establishing communication. A field service engineer verified that the customer successfully addressed the issue independently. The system functioned as intended after field service engineer troubleshooting.